Event description:
The customer reported being hospitalized due to high blood glucose and pneumonia. The blood glucose reading at the time of call was 154 mg/dl. The customer stated that he does not feel well to troubleshoot the insulin pump. The customer stated that the infusion set was changed and his glucose level still was high. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.